Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a gastric bypass roux en y procedure, the cdh was not working when the surgeon tried to staple. There was no patient consequence.